Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current drain was noted originating from an anomalous rf module. The cause of the premature battery depletion was due to high current drain from an anomalous rf module.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached eri earlier than expected. The device was last checked in (B)(6) 2016, and the estimated longevity was approximately 10 months. The asymptomatic patient presented remotely via merlin.net with an alert that the device eri was reached on (B)(6) 2016. Review of the electronic session record confirmed the eri status. The device was explanted and replaced. The patient is fine.